Manufacturer narrative:
The device implanted 4 years ago was suspected to be occluded as the occurence of symptoms of hydrocephalus. The shunt was implanted ventriculo-peritoneal. The valve was implanted on the chest area on an osseous surface inferior to 8mm. Symptoms of hypodrainage occured and were improved after replacement with a new sm8 valve. The device is being returned to be analysed by the manufacturer. Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: visual check: the valve returned is quite clean, colorless liquid is visible in the valve. Two marks are visible on the body of the valve. The valve was set at position 8 (highest pressure position) functional control: the ball is not stuck and a flush of air or alcohol could be carried out without difficulty showing no blockage at ball mechanism. The rotation could also be carried out without difficult showing no blockage at rotor mechanism in state of return. Pressure control: the pressure conforms to the specification at all positions except a slight higher pressure at the lowest pressure position (position 1: 50mmh2o compared to specification of 20-45 mmh2o). The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. The problem of underdrainage could not be reproduced under laboratory condition. We noted that the returned valve was set at the highest pressure setting. As the problem description only mentioned symptoms of hydrocephalus and didn't mention if re-adjustment of the pressure setting has been attempted or not, we are not sure if correct approach has been implemented to control the symptom or any difficulties have been encountered during pressure re-adjustment. If the symptoms of underdrainage were observed, we suggest try to readjust the valve to lower pressure setting positions to try to relieve the symptoms of underdrainage.

Event description:
A doctor thought the valve placed 4 years ago was occlusion. Because the symptom of the hydrencephalus has gone out to a patient. A valve was exchanged and the symptom was improved.

Manufacturer narrative:
The device implanted 4 years ago was suspected to be occluded as the occurence of symptoms of hydrocephalus. The shunt was implanted ventriculo-peritoneal. The valve was implanted on the chest area on an osseous surface inferior to 8mm. Symptoms of hypodrainage occured and were improved after replacement with a new sm8 valve. The device is being returned to be analysed by the manufacturer.

Event description:
A doctor thought the valve placed 4 years ago was occlusion. Because the symptom of the hydrencephalus has gone out to a patient. A valve was exchanged and the symptom was improved. A doctor thought the valve placed 4 years ago was occlusion. Because the symptom of the hydrencephalus has gone out to a patient. A valve was exchanged and the symptom was improved.